Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with an infection. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized for malfunctioning pd catheter (not a fresenius product) despite the patient previously having had 2 revisions to the pd catheter. The nurse stated that while hospitalized the patient was diagnosed with peritonitis. However, the nurse indicated that the patient did not have any pd cultures obtained in the hospital due to the malfunctioned pd catheter. The nurse stated that the patient was treated with intra-venous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis with antibiotic therapy (details not provided). The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been due to the pd catheter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient has concomitant pd catheter malfunction (with 2 prior pd catheter revisions) which may have been a contributory factor with this event.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. Failure traced to dim display due to an open line on the f1 fuse on the inverter board. Replaced inverter board. Voltage verification check passed. Valve actuation test passed. System air leak test passed. An (as received with reduced dwell) simulated treatment was performed and completed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with an infection. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized for malfunctioning pd catheter (not a fresenius product) despite the patient previously having had 2 revisions to the pd catheter. The nurse stated that while hospitalized the patient was diagnosed with peritonitis. However, the nurse indicated that the patient did not have any pd cultures obtained in the hospital due to the malfunctioned pd catheter. The nurse stated that the patient was treated with intra-venous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis with antibiotic therapy (details not provided). The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been due to the pd catheter.